Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address disassociation and pain.

Manufacturer narrative:
This is the correspondence received direct from the patient. On the (B)(6) 2016 I had a left total hip replacement in (B)(6). Three weeks later on the (B)(6), the liner flipped out of the acetabular cup and I needed to return to hospital to have a revision. I was later told that the problem had been caused by a manufacturing fault and that the locking mechanism on the liner had failed. Although the eventual outcome was successful, the experience was very traumatic for me. The experience has caused additional pain. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.